Event description:
It was reported that the pump had an error code: 45140. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in good condition, no physical damage was found on the pump. Tamper seal was missing. Performed functional check. Visually inspected the pump. Lec 45140 is displayed in the device information, confirming the customer's complaint. However, the root cause could not be determined. The lec 45140 was deleted to correct the reported problem. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.